Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used in a procedure performed on unknown date. According to the complainant, during the procedure, there was difficulty penetrating the sponge through the biopsy cap. Moreover, the sponge detached from the biopsy cap and was stuck inside the scope channel. The scope was replaced and another biopsy cap from a different manufacturer was used to complete the case. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.